Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated she was vomiting all night long. She was tired and could not open her eyes at that time. The patient stated that she was not able to compare the readings from cgm and bg. Her friend called an ambulance. In the hospital, her cgm reading 380 mg/dl and her bg by blood work was around 824 mg/dl. The patient was treated with insulin. The patient was hospitalized on (B)(6) 2023 and was discharged (B)(6) 2023 around 4:00pm. It was reported that the cgmm was displaying 65 mg/dl and the bg meter was 44 mg/dl on (B)(6) 2023. At the time of the report, the patient the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient stated she was vomiting all night long. She was tired and could not open her eyes at that time. The patient stated that she was not able to compare the readings from cgm and bg. Her friend called an ambulance. In the hospital, her cgm reading 380 mg/dl and her bg by blood work was around 824 mg/dl. The patient was treated with insulin. The patient was hospitalized on (B)(6) 2023 and was discharged (B)(6) 2023 around 4:00pm. At the time of the report, the patient the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.